Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was no longer able to communicate with the charging system due to not charging as recommended. Consequently, patient experienced loss of therapy. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken at a later date to address this issue.

Event description:
Further follow-up revealed that surgery took place on 23 january 2018 wherein patient¿s ipg was replaced. Therapy has been restored post-operatively.